Event description:
Good faith attempts have been made and no further information has been attained.

Manufacturer narrative:
Suspect medical device corrected data; updated to patient.

Event description:
Clinic notes were received for review in regards to a patient's pending generator replacement surgery. It was reported on (B)(6) 2012 that the patient was seen for follow up because he had a seizure two nights ago. He went to (B)(6). He is not on any seizure medications. The hospital gave him ativan. In the emergency room he actually did not have a seizure but came close to one. The patient was dehydrated and was fluid resuscitated and felt better and was discharged. He could not get his vns magnet to work. His vns device was interrogated and a diagnostic test is run, the impedance is ok and his settings are kept the same at current of 3.00 and magnet of 3.00. The site planned on sending the patient for a prophylactic generator replacement. The patient had their generator replaced and it is pending being received at the manufacturer for analysis. Good faith attempts are underway for further information about their reported seizure event.

Event description:
Product analysis was completed on the returned generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator.